Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted:(B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 23-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that the pump and catheter were explanted due to infection.